Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon was realized the toric marks were positioned 90 degrees from the haptics. So the surgeon explanted the lens and implanted another lens that had the toric marks appropriately positioned at the haptic optic junction.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The haptics are intact. The optic is cut/split and scratched/marked-rejectable. The axis marks are not adjacent to haptic as required. The product did not meet specifications. Axis marking on iol was observed to be not adjacent to haptic as required. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).